Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number: e2015055. Eight devices were received for evaluation. Evaluation of the devices confirmed and identified disassembled and/or missing components for 8 of the devices. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, in which the device disassembled. 7 reported events had no patient involvement; no patient impact. One reported event had no known patient involvement or patient impact.